Manufacturer narrative:
The device is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information. The additional hi-torque 014 bmw device referenced is filed under separate medwatch report number.

Event description:
It was reported that the procedure was to treat an unspecified lesion. While advancing a 3.5x12mm xience sierra stent it became trapped on the hi-torque balance middleweight guide wire, making it impossible to move the stent forward or back over the guide wire. The entire system was removed altogether. A new guide wire and stent were used to successfully complete the procedure. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
A visual inspection was performed on the returned device. The reported difficult to advance/position and difficult to remove (guide wire resistance) could not be tested due to the condition of the returned device. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history did not indicate a lot specific quality issue. The investigation was unable to determine a conclusive cause for the reported difficulties. There is no indication of a product quality issue with respect to manufacture, design or labeling of the device.